Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported.

Event description:
It was reported that while using bd facslyric¿ 3l12c instrument ceivd they acquired erroneous results on patient samples. The following information was provided by initial reporter. 1. Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): yes. 2. Was there any delay of treatment due to the issue (go to question #3): unknown. 3. If patient samples were re-drawn, was there any change or delay of treatment? (Go to question #4.): unknown. 4. Was there any physical harm/injury to the patient due to the issue (if yes or unknown, go to question #5. If no, no further questions required): unknown. 5. Provide details- how and to what extent? (Go to question #6.): n/a. 6. What is the current medical status? (No further questions required.): n/a

Event description:
It was reported that while using bd facslyric¿ 3l12c instrument ceivd they acquired erroneous results on patient samples . The following information was provided by initial reporter. 1. Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): yes. 2. Was there any delay of treatment due to the issue (go to question #3): unknown. 3. If patient samples were re-drawn, was there any change or delay of treatment? (Go to question #4.): unknown. 4. Was there any physical harm/injury to the patient due to the issue (if yes or unknown, go to question #5. If no, no further questions required): unknown. 5. Provide details- how and to what extent? (Go to question #6.): n/a. 6. What is the current medical status? (No further questions required.): n/a.

Manufacturer narrative:
The following field has been updated with corrected information: h.6 imdrf annex f code: f26 h-6 investigation summary complaint history review: this is the only complaint related to the reported issue from (B)(6) 2022 to (B)(6) 2023 reference azure or edms defect#: azure defect bug 426940: quad gate hinge moves outside plot area and erroneous stats displayed for quad gate. Risk review: risk management file part # 10000063058ra, risk analysis facslyric ivd, rev. 8 was reviewed. Hazard(s) identified?yes - (B)(4) ¿ azure ID (B)(6) ¿ hazard #: ___libivd-ra-355 3.1.82 _ ¿ hazard: _wrong results-analysis errors.___ ¿ cause: _____inaccurate data display (populations not colored correctly, gate boundaries inaccurate, etc.) Leading to visualization errors___ ¿ harmful effects: __wrong interpretation of data. Potential incorrect or delayed results.._____ ¿ residual severity: ___3___ ¿ residual probability: _1____ ¿ residual risk index: _____3_ potential cause: based on the data provided by the customer investigation showed that the gate hinges went out of boundary as soon a the r-value is changed. This also caused the values to be incorrect leading to sum of children not adding up to 100% of parent. As a work around the user has to double click the quad gate and then move the gate manually to get right values. Detailed root cause and additional info has been added to the azure defect (B)(4). Conclusion: though erroneous result was reported to clinicians, patient was not treated based on the incorrect results nor there is evidence for delay in treatment and re-draw of sample leading to delay in treatment. Based on the investigation results, complaint was confirmed. Defect bug has been created for the issue. It will be prioritized and fixed in the later facsuite release.